Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated normally with the 3300 programmer, and it was confirmed that the device was not in safety mode. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis.